Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Became degraded and caused a tumor on the kidney and dizziness. The patient did receive medical intervention and reported to have surgery for the tumor. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found the dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. The manufacturer visually inspected the device internally and found minimal dust contamination in the blower assembly. Liquid ingress was observed on the blower and p4 power connector. Inv1023 addresses the issue of liquid ingress. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes.pil verified the device provides airflow using a known good power supply. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a tumor on the kidney and dizziness. The patient did receive medical intervention and reported to have surgery for the tumor. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.